Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on (B)(6)2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. Further information was requested, but not yet available.

Manufacturer narrative:
Premature depletion was not confirmed by analysis. However an abnormal transient battery voltage drop was detected. The voltage drop is consistent with li deposit in the battery.

Event description:
New information noted that the device was explanted and replaced on (B)(6) 2022. The patient was in recovering condition.